Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be intermittently depleting rapidly. The customer's blood glucose ranged from 110 to 150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available for alternate insulin therapy.